Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1-2. The following day, a single leaflet device attachment was observed; the clip had detached from the posterior leaflet and mr was recurrent. On (B)(6) 2025 an additional mitraclip was performed. One clip was implanted, reducing mr to a grade of <1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy (dilated la, posterior leaflet restriction, and posterior leaflet thin). The reported mitral regurgitation is cascading events of the slda. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.